Event description:
The patient reported infusion set tape was not sticking due to sweating and not enough glue on tape on (b)(6) 2026.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: SpainName: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progressTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380